Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the secondary vancomycin infusion backflowed into the primary "flush bag". No patient harm reported.

Manufacturer narrative:
Concomitant products: b-braun, 250ml IV bag of 0.9% sodium chloride lot: j5k006, exp: august 2017; hospira, 250ml IV bag of vancomycin in 5% dextrose lot: 52-096-jt, exp: october 1, 2016; therapy date unk. No available code for undetermined or unknown cause. The customer¿s report of backflow was confirmed. No anomalies were observed during visual inspection. The check valve was visually inspected under magnification. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Testing of the returned part indicated a failed result. Disassembly of the check valve part resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The particle measured 0.0399¿ long and was identified as pvc. The cause of the check valve failure is a pvc particle found in the fluid path, which prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the pvc particle was not identified.